Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela ventilator display error codes transducer fault, motor fault, circuit fault, low ve and low clock battery. At this time, there is no information regarding patient involvement associated with the reported event.